Event description:
Surgeon tried to insert 11mm a/p lipped small insert onto s2 trial baseplate (universal). There was gross motion between 11mm insert and tibial baseplate. Surgeon removed and reinserted same insert with similar results. Insert did not "lock in" properly. Surgeon then inserted 11mm condylar insert without a problem. There was no adverse consequence for the pt.